Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is number 3 of 4 mdrs filed for the same event (reference 1825034-2014-05195 / 05198).

Event description:
It was reported that patient underwent left total knee arthroplasty and subsequently developed an infection where components were removed and replaced with cement spacers. Additional information received in patient medical records indicates the patient underwent initial left and right knee arthroplasty procedures in 2012. A review of invoice history could not locate invoices to confirm the initial left and right knee procedures. Invoice history confirmed that left knee revision procedures were performed on (B)(6) 2012 to remove and replace the patella components. Invoice history further confirms that all components in the left knee were removed and replaced with cement spacers on (B)(6) 2012. Patient medical records revealed that an irrigation and debridement was performed on (B)(6) 2012 on the left knee. Operative notes further revealed that a right knee revision procedure was performed on (B)(6) 2012 to remove and replace the tibial bearing due to infection. Operative notes for the (B)(6) 2012 procedure also indicate that a radical debridement of the left knee was performed as well as irrigation and debridement of the right knee. Invoice history confirmed that the cement spacers were removed and replaced from the left knee on (B)(6) 2012.